Manufacturer narrative:
Device evaluation is not necessary because the reported event has been determined as not related to vns therapy.

Event description:
It was reported that the patient had a seizure due to surgical site pain. It was noted that pain is a trigger for her seizures and the doctor prescribed medication for the pain. The patient later reported that she was seen at urgent care and started antibiotics for potential infection at the chest site. Per the patient "there is an area at the end that looks red and kind of open". The patient saw the surgeon and noted that the surgeon is happy with the way the wound is healing, and it is already less red and the pain has subsided. Patient also noted she has a splotchy pattern on her neck, and per the surgeon it is due to an allergic reaction to the adhesive from the towels used during the surgery. Device history records were reviewed for the generator and lead. The generator and lead passed all specifications prior to distribution. The generator and lead were hp sterilized. No other relevant information has been received to date.